Event description:
Literature: mehrkens jh, botzel k, steude u, et al. Long-term efficacy and safety of chronic globus pallidus internus stimulation in different types of primary dystonia. Stereotact funct neurosurg. 2009;87(1): 8-17. Summary: this report describes a retrospective long-term analysis of 18 patients followed between 37 and 90 months suffering from dystonia. Patients had bilateral pallidal electrode implantation with permanent implantation of a stimulation system. Event: it was reported that the pt experienced a breakage of the extension cable 58 months postoperatively. The event was accompanied by a loss of stimulation and severe worsening of clinical symptoms. Complete restitution was achieved by immediate operative revision. Please refer to MFR report number: 2182207-2009-05195.